Event description:
It was reported that, following a therapy upgrade implant, this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to functional undersensing caused by this patient own premature ventricular contractions (pvcs). The patient had an episode that reached a ventricular tachycardia (vt) zone heart rate that self-terminated, later the atrial pace (ap) was blanked due to pvc, this resulted in a ventricular pace (vp) being delivered on a t-wave, which induced a vt. There were three vt zone episodes, one was successfully terminated by anti-tachycardia pacing (atp), while the other two self-terminated. Technical services (ts) provided reprogramming recommendations for the vt zone range. The health care professional (hcp) commented that similar behavior had been observed in other devices but was unable to provide further details. This ICD remains in service. No adverse patient effects were reported.